Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. The caller's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support advised the customer to try a series of troubleshooting steps, including checking the power source and using known working charging supplies, and instructed them to leave the pump connected for 30 minutes. The customer was able to successfully charge the pump using a secondary charging supplies.